Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the emergency room (ER) with hyperglycemia. The patient's blood glucose levels reached 20.6 mmol/l (370.8 mg/dl) while wearing the pod between 5 and 24 hours. The patient noted the adhesive was not secure when checking the pod. The patient removed the pod and gave an insulin injection. Once the patient arrived to the ER, the doctor checked the bg levels and applied a new pod. The patient was released after five hours.